Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the impactor was worn. The noted damage is consistent with device wear out from heavy usage and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the surgeon advised femoral impactor head was in disrepair and wanted it replaced. There are various chips in surface of impactor. No surgical delay.